Event description:
The core impaction drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the overheating reported. Corrosion of the internal components would increase friction in the device which will in turn generate heat.